Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10060 vascular stent graft allegedly experienced misfire and material deformation. This information was received from one source. The misfire and material deformation involved one patient with no patient consequence. The reported patient was (B)(6) years old weighed (B)(6) kg, and was male.